Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage at the keypad traces. The insulin pump has scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the keypad on the insulin pump has had an intermittent response for 6 months. This applies to all buttons except the bolus button. Device was not bumped, dropped or exposed to moisture. Blood glucose value is unknown. It was advised the insulin pump would be replaced and agreed to return the product for analysis.